Manufacturer narrative:
The delivery device was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. The sterilization records were reviewed and met specifications. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed an acute endophthalmitis in left eye 6 days after lens implanted. Hypopyon was present in slit lamp and bcva was decreased to hand motion only. During operation mylugian ring was used and ctr placed due to floppy iris syndrome from flomax. Tobradex ophsoln and 5% betadine were also used. The surgery took about 15-30 minutes with clear corneal incision. The patient was sent to a retinal specialist and was given prednisolone 1%, ciprofloxacin 0.3% and ketorolac for eye infection. Vancomycin and cftazidime was given via intraocular injection. Culture was performed after the treatment and it shows no growth after 3 days. Patient's infection is controlled now and hypopyon has resolved but dense vitrous opacities persist. Patient¿s visual potential is unknown.